Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment/non-emergency treatment of procedure. The procedure was completed by moving the patient to another room. It was reported to philips that the system was unable to produce x-rays. Review of the logfile shows x-ray tube current out of range. Upon troubleshooting, the philips remote service engineer (rse) checked the system logfile remotely and found that system reported multiple tube current out of range errors and x-ray tube arcing detected. The rse requested onsite support. The philips field service engineer (fse) checked the system onsite and found that system display error x-ray generator not available. On further troubleshooting, the fse checked the system logfile onsite and found issues with hivo and point. To resolve the issue, the fse adjusted pin spacing, replaced the x-ray tube for no exposures and mains interface unit (miu) certeray due to intermittent issue. The defective part was sent for analysis, for mains interface unit (miu) no failure was observed; for mrc failure was observed and the failure was found to be tube failure with a vacuum leak (cathode insulator). After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.